Event description:
It was reported while using the therapy cool flex catheter during a right atrial flutter ablation procedure, the device leaked. The catheter was inserted into the pt's heart and several ablations were successfully completed. After a few minutes, the physician noted the irrigation port on the base of the handle appeared "frayed, twisted, and damaged." The catheter leaked fluid form the proximal end of the handle. The catheter was removed from the pt and the catheter would not irrigate properly. The procedure was continued with a different device. There were no adverse consequences to the pt and the pt's current status is listed as stable.

Manufacturer narrative:
We are in the process of evaluating the device. Upon completion of the evaluation, a follow up medwatch report will be filed.